Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, the stapler was unable to be combined. The safety lockout of the reload was found to be functional. The procedure was completed with another device. There was no patient injury.